Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft on (B)(6) 2015 to treat an abdominal aortic aneurysm. During a routine follow-up on (B)(6) 2018, the physician discovered the patient's aneurysm increased 1cm. The physician noted an endoleak type 3a as a result of a slight separation of the main body and extension. The patient is currently being monitored, intervention has been discussed, but a date has not been scheduled. As of this report, there has been no additional patient sequalae report.